Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during an unspecified therapeutic procedure using the subject device, it was found that the endoscopic image of the subject device became like sandstorm and disappeared. The user cycled the power of the subject device, and then cleaned and reconnected the video connector of the subject device, but the reported image issue was not resolved. Then, the user replaced the subject deice with another similar videoscope and completed the intended procedure with approximately an hour interruption because the another videoscope had to be reprocessed. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon was duplicated due to the failure of the electrical circuit board in the video connector. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the investigation result, omsc concluded that this phenomenon occurred by the failure of the electrical circuit board in the video connector. And, it was surmised that this electrical circuit board breakage might be caused by the accumulation of electrical stress due to repeated energization, accidental over-current due to such as static electricity, or aging deterioration due to repeated use. If additional information is received, this report will be supplemented.